Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and vasospasm are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
During the thrombectomy, four passes were made with retrievers in the occluded m1 segment of the left middle cerebral artery (lmca). Vasospasm occurred after partial revascularization and hemorrhagic infarction at the m1 segment of the lmca was confirmed. 11.2 mg of t-pa was intravenously administered. The physician stated that the hemorrhagic infarction caused the vasospasm. No further information was provided.